Event description:
The customer reported that the generator activates by itself on mono-polar 1. This occurred during a heart procedure and no injuries occurred.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6) 2010. The incident generator has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.